Manufacturer narrative:
The reported field event of an output anomaly was confirmed. Bench testing showed the device's high voltage output circuitry was damaged and sosd/ocd alerts were present in the device. Further analysis showed the cause of the damaged output circuit and sosd/ocd conditions were due to an internal anomaly caused by associated lead anomaly.

Event description:
New information received notes that the issue was discovered in clinic when the patient presented to clinic after feeling vibratory patient notification alert. The patient did not experience any symptoms. After evaluation, the patient was sent to the hospital for observation. A new lead was implanted during procedure on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that device showed sosd (shortened output stage detection) and ocd (over current detection) alerts after delivering therapy. The hv lead impedance was out-of-range low. It was recommended to replace the device and lead due to possible inability to deliver high voltage therapy. The device was under fsca advisory for premature battery depletion. Device was explanted and replaced. Lead was also explanted. It is unknown if the lead was replaced. There were no adverse consequences to the patient. Patient¿s condition was stable.